Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had multiple "electrical fault" alarms. Patient called facility to report driveline had no visible damage and fault alarms were intermittent. A manufacturer representative traveled to site to evaluate the device and perform a driveline cleaning. Visual inspection revealed residue in the controller driveline port and the driveline connector. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications, however foreign material was observed within the driveline port connector. The root cause for "electrical fault" was found to be contamination within the pump driveline connector, likely due to combination of driveline connector handling and driveline/tumbling cap design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02698 and 3007042319-2015-02699) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient called the site to ask about intermitted electrical fault alarms he/she was experiencing. A manufacturer's representative visited the site to inspect the driveline and controller. Upon visual inspection, residue was found in the controller driveline port and the driveline connector. A cleaning procedure was performed per the manufacturer's specification and a controller exchange was performed and the original controller was sent to the manufacturer for analysis. The controller log files were analyzed, electrical faults were noted to start on (B)(6) 2014 and then recurring on (B)(6) 2014. There was no reported patient injury as a result of this event.